Manufacturer narrative:
A ge rep evaluated the sys and replaced a blown fuse. The system operates as intended.

Event description:
It was reported that both of the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.